Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, the patient had repositioned the overpatch and it dislodged and her sensor eventually fell off. Initially, the patient was not aware that the wearable fell off. The patient's sugar levels were extremely high (1510 mg/dl). She was in dka and noticed the sensor had fallen off. She went to the hospital and was discharged on (B)(6) 2024. Treatment information information is not available as the patient declined to provide further event details. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No other patient or event information was available.